Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to a problem of unspecified nature with the cuff component. A new aus was implanted. No patient complications were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.